Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ it is also cautioned that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ additionally, the IFU states that ¿edm catheters should be removed if the patient develops signs of meningeal irritation or if there is suspicion of contamination or infection in the operative site or anywhere along the subcutaneous device.¿

Event description:
It was reported to medtronic neurosurgery that there was a hole in the proximal end of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.